Manufacturer narrative:
E3: non-healthcare professional / company representative the device evaluation as noted in section b5, found the main unit was flooded, the lens of the main body was scratched, and the scope mount was corroded. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the main body flooded, a scratch on the lens, and corrosion on the scope mount. There was no patient involvement.